Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during post dilatation of an unk stent in the right coronary artery (rca), the voyager nc balloon was inflated to 22 atmospheres and the balloon ruptured. A dissection occurred at the level of the stent. The pt is fine and was scheduled for angiographic control on (B)(6) 2010. Reportedly, there were no adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A f/u report will be submitted with all relevant info.